Event description:
It was reported that the device was found to be in backup vvi mode while still in the sealed box.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the parity error could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.